Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the hemostasis sheath, arteriotomy locator, carrier tube and poly-foil pouch. The device was visually inspected and found to have been in used condition with visible signs of blood. The locator was found to have a kinked at the blood inlet hole. The carrier tube was fully rear locked and not mated with the sheath. The bypass tube was found in the middle of the carrier tube shaft where a kink was also found. The suture, tamper tube and clear stop indicator were all deployed from the carrier tube where the suture was found to have been torn. The anchor and collagen were not seen and so the sheath cap was into. The anchor and collagen were found within the sheath cap. Functional testing could not be performed due to the condition the sample was returned in. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that during deployment of involved angio-seal device, upon pulling back to set the anchor and compact the collagen, the whole device simply came out. There was no string attached. Manual pressure was used to close the artery. The patient would be monitored for any additional intervention and needs. The estimated blood loss was less than 250cc's. The event occurred intra-operative. The reported event did not result in patient injury or surgical intervention. There is not a direct allegation that the reported device caused or contributed to patient injury. Additional information was received on 03 apr 2024: the procedure performed was a cardiac heart catheterization using a 6 french sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. No pre-deployment angiogram was performed. When the physician deployed the angio-seal there was no anchor string attached. The whole angio-seal system then removed. The patient was stable.

Manufacturer narrative:
. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.